Event description:
It was reported that when the devices were used during a laparoscopic appendectomy, the devices were fired, the staples formed but the knife did not advance. Another device was used. There was no consequence to the pt.